Manufacturer narrative:
The patient has received a replacement unit. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, they experienced shortness of breath related to the poc. The unit stopped working and received an error message. Their husband took them to the emergency room where they were kept overnight until arrangements were made for them to return home with a stationary concentrator. During the event, the patient did not have an alternative oxygen supply.